Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2017: knee revision surgery occurred 5 months after primary implantation. According to the report, the patient was complaining of joint instability. A proper clinical evaluation cannot be performed having only post-revision x-rays. The reason of this event cannot be determined. Preliminary investigation based on the picture of the explanted component performed on (B)(6) 2017 by r&d knee manager: revision surgery due to tibia subsidence. No anomalies can be identified looking at the explanted components. No residual cement can be seen on the surface of the explanted component. This is something usual to be seen on explanted component. No further considerations can be done looking at the picture enclosed. Batch review performed on (B)(6) 2017. Lot 168497: 127 items manufactured and released on 28 mar 2017. Expiration date: 2022-03-20. No anomalies found related to the problem. To date, 101 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to tibial component subsidence after 5 months from the primary.